Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. During the implant procedure, two 27mm watchman ® laa closure devices were deployed in the laa. Both devices were fully recaptured; one did not pass the tug test and the other was positioned too proximal. This 24mm watchman ® laa closure device was then deployed in the laa and released. The patient returned to the hospital 12 days later complaining of chest pain consistent with pericarditis. An echocardiogram was performed and revealed a mild to moderate size pericardial effusion. The effusion was drained via pericardial window. No further patient complications were reported and the patient's condition was stable.